Manufacturer narrative:
The customer contacted siemens customer care center. Siemens headquarters support center (hsc) reviewed the data provided by the customer. The customer was not able to supply siemens with a list of medications that the patient was taking, and hsc could not determine which medications could possibly be interfering with tsh. Hsc determine the probable cause of the discordant result is assay interference by the medications that the patients was taking. The issue was resolved at the customers site. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
One discordant, falsely depressed thyroid stimulating hormone (tsh) result was obtained using immulite 2000 xpi. The initial result was reported to the physician(s) and was questioned. The sample was repeated using the same immulite 2000 xpi. The repeat result reported to the physician(s). The customer could not confirm the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tsh results.